Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee ceiling system. At the completion of a procedure, the cable clamps became detached from the ceiling and nearly hit the patient. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
The investigation was performed based on expert discussions (considering complaint description, cs reports, system history, system log files). After a procedure, a cable hose clamp fell. Neither a patient nor other persons were hit. The onsite service intervention revealed that the screw that holds the two halves (the weight of each half is less than 100g and has no sharp edges) of the cable hose clamp was broken. Unfortunately, the broken screw was not available for a detailed investigation. However, based on the information available, it appears that a strong shear force was applied to the screw, which eventually caused it to break. Even if the screw had a material defect or became faulty due to material fatigue, a force must have been applied to the screw to cause it to break. In retrospect, it cannot be determined who or what caused this damage. The affected part was replaced as part of service activity, which resolved the problem. The occurrence rate of the error pattern was checked. A possible error accumulation or even a systematic error, which leads to a corrective action of the installed base, could not be determined by the investigation. The incident described in the adverse event is not classified as a reportable event after the investigation because neither serious injury, death, nor unexpected prolonged hospitalization of the patient or other person occurred or is to be expected, even if the incident recurs.